Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was implanted with two heartmate 3 (hm3) devices in total artificial heart (tah) configuration on (B)(6) 2021. There was a low flow alarm that occurred on right ventricular assisting device (rvad) at around 08:50 am on (B)(6) 2021, at unchanged speed setting (5200rpm). Less than 1 lpm flow was observed; lysis therapy was initiated due to suspected thrombosis; speed setting was adapted; flow increased temporarily to around 2 lpm, but did not remain stable. Patient expired on (B)(6) 2021. The explantation of both hm3 devices was performed on (B)(6) 2021; no thrombus was found at inflow/ outflow tract. The reduction in flow of the rvad resulted in a reduction in flow of the lvad as well but there were no other issues with the lvad. The explanted pumps will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow events could not be confirmed as no log files were submitted for review. A specific cause for these events and the subsequent patient death could not conclusively be determined through this investigation. The submitted photographs of the blood contacting surfaces of both the rvad and lvad showed no evidence of deposition or thrombus formations. It was reported that a low flow alarm occurred on the rvad at around 08:50am on (B)(6) 2021. The flow was observed below 1 lpm, and lysis therapy was initiated due to suspected thrombosis. The flow increased temporarily to around 2lpm but did not remain stable. The patient expired on (B)(6) 2021, and a root cause was not identified. The pumps were explanted, and no thrombus was found at inflow or outflow tracts. The device operated as expected. No product available for investigation. The heartmate 3 left ventricular asist device (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas, including death. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas IFU is currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 lvas, including death. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 09jun2021. No further information was provided. The manufacturer is closing the file on this event.